Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was a kinked tube. The following information was provided by the initial reporter. The customer reported: "kinked tubing on product 367364, lot 1347947."

Manufacturer narrative:
The following fields have been updated with additional information: d.9. Device available for eval? Yes. D.9 returned to manufacturer on: 30-aug-2022. H.6. Investigation summary: bd received 5 samples and 4 photos for investigation. The photos were reviewed and the indicated failure mode for damaged (cut) tubing was observed. Additionally, the customer samples along with 17 retention samples from bd inventory, were evaluated by visual examination and functional testing and the issue of damaged (cut) tubing was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged (cut) tubing. Bd has initiated further root cause investigation relating to the issue of damaged (cut) tubing through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was a kinked tube. The following information was provided by the initial reporter. The customer reported: "kinked tubing on product 367364, lot 1347947."

Manufacturer narrative:
The following fields have been updated with additional information: h.3. Annex a code: a0908 - incorrect, inadequate or imprecise result or readings.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was a kinked tube. The following information was provided by the initial reporter. The customer reported: "kinked tubing on product 367364, lot 1347947."